Event description:
A (B)(6) old patient with a long history of severe peripheral vascular disease and pericarditis. Upon opening the sternum, device was placed on the patient's right ventricle and the "cup" immediately filled with blood. The physician noted a hole in the ventricle and a repair was made with 4.0 suture. The surgery continued and the patient did fine. The physician feels it was not a product defect. The lack of familiarity with the device and the difficulty of the case was noted.

Manufacturer narrative:
The product has not been returned for investigation. Inspection of the product's lot history record did not show any abnormalities.